Manufacturer narrative:
The following devices were also listed in this report: delta v-40 ceramic head 36/-5; cat # 6570-0-036; lot # unknown. 6.5mm screw; cat # unk_jr; lot # unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding revision involving trident liner was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that the patient's left hip was revised. Originally, the reason for surgery was suspected shell loosening. However, after removing the screw, the shell was too well-fixed to be removed. Surgeon decided to remove the head and liner. A 36f liner and 36 -5 biolox head were revised to a 36 - 5 c taper biolox head with sleeve, and another 36f liner. The rep was not made aware of any patient complaints and confirmed that no further information would be released by the hospital or surgeon.